Event description:
It was initially reported that the patient was being scheduled for a revision procedure; however on the day of the surgery, the procedure was canceled due to the patient's blood pressure being too high. Attempts for additional information were made to the patient's surgeon, however they could not comment on the patient's high blood pressure. The surgeon's office indicated that the patient was rescheduled for the generator replacement; however the surgery has not yet occurred. The relationship between the patient's high blood pressure and vns is currently unknown and attempts for information from the treating neurologist regarding the patient's high blood pressure have been unsuccessful to date

Event description:
Product analysis was completed on (B)(4) 2012. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received indicating that the patient's high blood pressure was initially observed in 2005 and is unrelated to vns. The patient has a pre-vns medical history of high blood pressure, as well as obesity and diabetes.the patient's generator was replaced on (B)(6) 2012 and has since been returned for product analysis, however analysis is not yet complete.